Event description:
A respiratory care provider in tennessee reported that sections of the heated breathing tube (hbt) as part of the myairvokit1 myairvo airspiral tube and auto-fill chamber kit were found melted and unravelled during use. There were no patient consequences.

Manufacturer narrative:
Ps424894 corrected data: d3, g1, g3 product background: the heated breathing tube (hbt) is a component designed for use with the myairvo 2 humidifier (myairvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the myairvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube. Method: the subject hbt as part of the myairvokit1 myairvo airspiral tube and auto-fill chamber kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The customer also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject hbt, the information and photos provided by the customer and our knowledge of the product. Results: the visual inspection revealed that the hbt was melted, resulting in the heater wire being exposed. The tube had been partially unravelled and damaged. The tube had also been pulled apart but had been held together by tape. It was also observed that there were flattened parts of the tube which indicated the tube has also been covered at some point. Conclusion: based on our evaluation of the subject device and the photos provided which illustrated bedding around the device set up, the reported damage is likely to have been caused by factors such as incorrect set-up from covering it with a material or object for a prolonged period. The myairspiral user instructions show in pictorial format the correct placement of the device and includes the following information: - "do not add heat to any part of the breathing tube e.g. Covering with a blanket." - "never operate the unit if the breathing tube has been damaged with holes, tears or kinks." - "connect breathing tube clip to patient clothing or bedding." - "do not allow the breathing tube to remain in direct contact with skin for prolonged periods of time." - "do not block the flow of air through the unit and breathing tube." All hbts as part of the myairvokit1 myairvo airspiral tube and auto-fill chamber kit are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heated breathing tubes are 100% visually inspected using a camera system. The hbts are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The hbt would have met the required specifications at the time of production. The myairvo 2 system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame-retardant material. The surface temperature of the hbt, when used in accordance with user instructions, is designed to be within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. It is an inherent risk of hbts, that additional heat (above ambient levels) added to any part of the tube via an external source or being covered with material, may lead to the tubing becoming damaged. To address this inherent risk and as is required under iso 80601, the user instructions for the myairspiral contains the warning "do not add heat to any part of the breathing tube e.g. Covering with a blanket." Additional "do not cover" tags are also attached to all hbts to alert the user that the hbt should not be covered. There are many safety features incorporated into the myairvo 2 system to prevent overheating and fire. These include: - the heater wires in the hbt are completely insulated from the gas path. - the pcb at the [patient] end of the hbt is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. - the myairvo 2 device contains technology which detects short circuits and transient current events in the hbt. When detected, the myairvo removes power to the hbt. The myairvo 2 performs this detection at any time it is turned on and connected to the hbt. This functionality is checked by the control system each time the myairvo is powered up, or when a new hbt is connected. - an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating at the chamber or the patient end of the hbt. - the myairvo 2 device is continuously checks power in the hbt and disables the heater wire if the measured power is too high.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the myairvo 2 humidifier (myairvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the myairvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.

Event description:
A respiratory care provider in (B)(6) reported that sections of the heated breathing tube (hbt) as part of the myairvokit1 myairvo airspiral tube and auto-fill chamber kit were found melted and unravelled during use. There were no patient consequences.